Event description:
A distributor contacted zoll on (B)(6) 2015 to report that an (B)(6) male pt was in (B)(6) hosp ICU as a result of a defibrillation. The pt's wife reported that the pt recently experienced two treatment events, one on (B)(6) 2015 and one on (B)(6) 2015. Review of the available downloaded data does not indicate that the pt was treated on 03/. However, the data is unavailable from the recent event. The pt's wife was non-compliant in downloaded the pt's data. The pt's wife was concerned that the device was malfunctioning when it treated her husband. In addition, the pt's nurse reported hearing the pt's family stating that the lifevest damaged the pt's/ heart when it shocked him. Without a recent download of the/ pt's data the treatment on/ is unable to be confirmed. The last available data is from/

Manufacturer narrative:
Device eval: device eval was accomplished through a review of the pt's available downloaded data file. Review of the data does not indicate any device malfunction. Device manfucture date: monitor sn (B)(4) - 05/01/2013 (reuse); electrode belt sn (B)(4) - 10/01/2012 (reuse).